Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported blood glucose value of 50 mg/dl. It was also reported that the customer had received change sensor, sensor updating, calibration not accepted alert and bent sensor. The event involved product(s) mmt-5100clx. Troubleshooting could not be performed for hypoglycemia. Customer received a change sensor alert. Customer is unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. Customer reported a bent sensor (not a slight bend/curve). It was unknown whether the auto mode/smartguard feature was active and whether the pump was used within 48 hours of the reported low blood glucose event. No further patient complications were reported. No product return is required for mmt-5100clx.